Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device became hot during use was not confirmed. Therefore, an assignable root cause for the reported condition of heat was not determined. However, during evaluation, it was determined that the device had corrosion/rusting/pitting, damaged mechanics, broken gear, moving parts did not move smoothly and the device was jammed/seized. It was noted that the device was tested and rejected, the device was jammed, and had damaged parts due to rust and dirt. It was further determined that the device failed pretest for check oscillation frequency with frequency meter. The assignable root cause resulting from failures identified during evaluation was determined to be due to component failure from wear. (B)(4).

Event description:
It was reported by the (B)(6) that the sagittal saw attachment device became hot during use. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2021. All available information has been disclosed if additional information should become available, a supplemental medwatch will be submitted accordingly.